Manufacturer narrative:
Additional information section b.3, d.6b, b.1 b.2 & h.1. Correction information section b.1 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly explanted for treatment of a malignant parotid tumor. The recipient will be reimplanted at a later time. The recipient has healed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.